Event description:
It was reported that the customer had issues during prime/rewind. The blood glucose reading was 253mg/dl. The caller stated that his insulin pump alarmed. Advised the mother that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. The device had cracked case at the display window, cracked battery tube threads, and missing end cap sticker.